Event description:
It was reported that a spectrum wireless module had improper shutdown during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "improper shutdown" was not confirmed. The battery module was tested with a known good pump and no alarms occurred. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition could not be determined. The battery cell will require replacement per service procedure. Should additional relevant information become available, a supplemental report will be submitted.